Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant procedure of this right ventricular (rv) lead, the patient experienced a pericardial effusion. The cause of the effusion was not clearly identified, as the patient was under warfarin. A pericardiocentesis was performed. The lead remains implanted with appropriate measurements. No additional adverse patient effects were reported.